Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Complaint material was not returned for evaluation.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. The caller alleged that the infusion device is delivering too much insulin, resulting in low blood glucose levels.